Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with chest pain and hemolysis and was admitted to the hospital. The patient's pump power and estimated flow values were reportedly high in the last 1-2 days prior to admission. The patient's lactate dehydrogenase level was 1155 u/l upon admission. A transthoracic echocardiogram ramp study was performed. Minimal change in the left ventricle internal diastolic diameter and amount of aortic valve opening was noted when the pump speed was ramped up to 10000rpm, reportedly suggesting lvad dysfunction. The pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Upon disassembly of the pump, a large thrombus formation was found adhered around the outlet portion of the rotor and the outlet bearing cup. The shape of the thrombus as well as the traces of tissue-like deposition on the outlet bearing ball and outlet stator blades indicate that the thrombus was surrounding the bearing ball and occluding the space between all three blades of the outlet stator prior to the disassembly process. The thrombus lacked laminated layering, which suggests that it did not develop in this location. Although its origins and a duration of time for which it was present in the pump could not be conclusively determined through this evaluation, the areas of denaturation present on the thrombus as well as the contact marks present on the outlet portion of the rotor and outlet bearing cup indicate that it was present in the pump while it was supporting the patient. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, it was obstructing the majority of the blood flow path through the outlet stator and could have contributed to the reported hemolysis. The thrombus would have also created additional resistance on the spinning rotor, contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device ¿ 9 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.